Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. Getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse could not duplicate problem. Pump ran for two hours before low battery alarm sounded. Pump then continued to operate for over an hour while displaying low battery message and alarming every 30 seconds with battery icon blinking on screen. Device passed all functional and safety tests according to factory specifications. Device was given to customer and cleared for customer use.

Event description:
It was reported that cs300 intra aortic balloon pump (iabp) did not alarmed when battery was low. There was no harm or injury reported to the patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.